Event description:
Facility alleges blood leak during treatment. Chief tech reported leak occurred 50 minutes after start of treatment. Dialyzer and lines discarded. Ebl > 250 cc. No pt injury reported.